Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer spouse reported via phone call that the insulin pump alarmed no delivery multiple times when attempting to bolus and during the manual prime. Customer stated that the insulin did not exit during troubleshooting and they received a no delivery alarm again. Customer's blood glucose reading at the time of the call was 272 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.